Manufacturer narrative:
Other applicable components are: product ID: 3057, lot# unknown, product type: trial lead. (B)(4). Product ID: 3531, serial# unknown, product type: external electrical stimulator.

Event description:
Information was received from a consumer regarding a trial patient undergoing a basic evaluation. It was reported that the patient thought the leads possibly had moved and the external neurostimulator (ens) placement on the patient¿s back area was uncomfortable and caused difficulty with the patient¿s sleeping at night. The patient couldn¿t increase stimulation past 0.6 due to the penis area burning that occurred at 0.7; it was noted this was on the left and higher than 0.6 caused a sharp pain in the penile area. Additional information was received two days later. The patient felt sick doing the whole evaluation, was scared they could rip the wires loose during their sleep, had a stomach ache and felt nausea caused by adjusting the setting to the stimulation. It was noted the patient did have other medical conditions and was not sure if feeling sick was from the device/therapy. Additional information was received on 2017-jun-24. The patient was not happy with their results, had not been able to sleep during the night, stimulation caused pain in their private area, and felt nausea. The patient was advised to turn off stimulation until the morning and the patient was really just desponded. Additional information was received one day later. The patient was very disappointed in not seeing any improvement, either felt a jolting zapping shooting pain in their groin when stimulation was raised higher or felt nothing at all. When stimulation was up higher, the patient felt nauseous, and it was difficult for them to sleep and they had to move the strap to the side to sleep. Additional information was received on 2017-jun-26. The patient had not been able to achieve a comfortable feeling from the stimulation and was almost afraid of the device. The patient was advised to turn stimulation down and was currently not feeling it. It was hard for the patient to tell right away if decreasing stimulation helped with taking away symptoms. The patient felt despond ent, depressed, and their anxiety level was high. No further complications were reported/anticipated.